Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that there was a hair like form onside of the sterile packaging. Review of received data: - three pictures were received. The pictures show a biolox head in the original package and the sterile paper covering the box is open. On the gluing surface of the paper (on the side of the plastic container) a thin line can be observed. Devices analysis: - visual examination: the product was returned in the original packaging. On the package there were blood-like traces. The sterile paper covering the box was almost completely open. There are some scratches (in more than one place) on the gluing surface of the paper which could be interpreted as hairs. No hair was found. Root cause analysis: the visual examination of the returned biolox head and packaging was performed in the lab because there were blood-like traces on the packaging. The visual examination of the product revealed some scratches (in more than one place) on the gluing surface of the paper which could be interpreted as hairs. No hair was found. The scratches could have been originated by the use of sharp chirurgical instrument like tweezer, scissors,.... The review of the DHR including the packaging steps indicates that the head met all requirements to perform as intended. However, all possible causes related to the issues reported are listed in pfmea. Conclusion summary: the visual examination of the product revealed some scratches which could have been originated by the use of sharp chirurgical instrument like tweezer, scissors,.... However, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device and investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a surgery was planned with biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on (B)(6) 2016. It was reported that the surgeon found a hair like form on side of the sterile packaging. The surgery was completed with another device without delay.